Event description:
There was difficulty assembling the tibial tray insert into the tibial tray. The insert was not implanted. Another insert from the same lot was implanted successfully.

Manufacturer narrative:
The evidence suggests that this incident is not device related. The deformation to the anterior locking tab would suggest that the posterior feet of the insert were not fully seated in the posterior undercuts of the tibial tray. Attempted assembly in this condition may result in deformation to the locking tab and prevent proper engagement with the anterior locking mechanism of the tibial tray.